Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when taking CT, the catheter branch is fissured. The professional who performed the procedure decided to leave the catheter inside the patient and not remove it. There is no information on the internal measures taken by the institution in relation to the administration of the contrast medium. The patient was discharged on (B)(6) 2019.